Event description:
Consumer reports toothbrush head breakage. This is reported as a malfunction with the potential to cause serious injury. No injury occurred. Investigation indicates overuse error (brush wear).

Manufacturer narrative:
Additional device information: lot codes: head dd1167h1, handle dd1166e2; manufacture dates: head 06/16/2011, handle 06/15/2011.